Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that inside the battery component it was burned and charred. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer complaint, that inside the battery component it was burned and charred. The complaint was replicated. The mainboard, battery compartment, lcd, and lens were replaced. Performance verification testing was performed: all tests passed within specifications. Probable cause: damaged battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.